Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was intermittently functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated problem. While evaluating the monitor a reportable issue was found. The monitor's rear response button was intermittently functional.